Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of spec in relation to the reported symptom which was not reproduced. The device as tested and no malfunction could be identified. 'System error 322' was confirmed through review of the event history log. The eval was unable to determine the cause. The upper and lower auxiliaries are known contributors to this symptom and have been replaced. System error 322 will occur when the pump transitions from the door open state to the door closed/set-loaded set and the lower link switch does not activate. Baxter has initiated a CAPA to further investigate this issue.

Event description:
It was reported that a 'pump shut down while vasopressor was being infused" this occured due to an 'error code 322.' It was reported that the system error occurred 4 times on this device. No additional info could be obtained.